Event description:
Note: this report pertains to one of five devices used during the same procedure. (Manufacturer report #3005099803-2012-02674, manufacturer report # 3005099803-2012-02676, manufacturer report # 3005099803-2012-02677 and manufacturer report # 3005099803-2012-02678). It was reported to boston scientific corporation that 2 hydratome rx sphincterotomes and 3 autotome rx sphincterotomes were used during a ercp procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the cut wire of five sphincterotomes broke while performing a sphincterotomy. No part of the cut wire fell inside the patient. The procedure was completed with a autotome rx spincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.